Event description:
Customer reported that the she was changing her infusion set, reservoir and the insulin pump started to alarm during rewind process. Customer stated that the drive support cap was sticking out. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. No unexpected count down or reset noted. Unable to perform the occlusion test and excessive no delivery test due to prime alarm. The insulin pump had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.